Event description:
The pt rec'd a "timer" display on his pt programmer which ran for exactly 7 minutes. He was educated on how to turn the timer off. He then rec'd a "synch now message" screen. He then took his recharger and rec'd the message "call your doctor" icon, a power on reset occurred. It changed right after to coupling bars then he repositioned slightly to get all coupling bars. Further information has been requested.

Manufacturer narrative:
(B)(4).